Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-jun-2026, a sales representative reported via email that an ar-4020c-10 fastthread biocomposite interference screw (10 x 20 mm) and two ar-1370c biocomposite interference screws (7 mm x 23 mm) was associated with postoperative complications following an acl reconstruction. The patient developed symptoms on (B)(6) 2026. An MRI performed on the same date revealed a full-thickness acl tear with osteochondral damage to the lateral femoral condyle. On (B)(6) 2026, the patient underwent acl reconstruction with quadriceps tendon autograft, anterolateral ligament/posterolateral corner (all/plc) reconstruction with achilles tendon allograft, and osteochondral allograft to the lateral femoral condyle. At approximately three months postoperatively, on (B)(6) 2026, the patient presented with increased swelling and mild discomfort at the tibial incision site, with symptom onset reported on (B)(6) 2026. Aspiration of the knee joint yielded 8 ml of purulent fluid; cultures were obtained and demonstrated no growth. On (B)(6) 2026, a second procedure consisting of incision and drainage (I&d) was performed, and the tibial interference screw, ar-4020c-10 fastthread biocomposite interference screw (10 x 20 mm), was explanted. On (B)(6) 2026, a third procedure was performed due to issues involving the fibular and femoral screws associated with the plc reconstruction. Additional information was received on 29-jun-2026: during the index procedure on (B)(6) 2026, an ar-3730sp double loaded knee fibertak anchor and three ar-4005b-18 chondral dart implants (1.3 mm x 18 mm) were also implanted. The ar-4020c-10 fastthread biocomposite interference screw (10 x 20 mm) was explanted during the incision and drainage procedure performed on (B)(6) 2026. The two ar-1370c biocomposite interference screws (7 mm x 23 mm) were explanted during the third procedure on (B)(6) 2026 and were described by the surgeon as degraded. No arthrex part numbers were implanted during the second or third procedures. The third procedure was completed without delay. Final culture results identified serratia marcescens from specimens collected during the on (B)(6) 2026 procedure and staphylococcus aureus from specimens collected during the on (B)(6) 2026 procedure. The patient was treated with bactrim beginning on (B)(6) 2026 for approximately 4-5 weeks and with keflex beginning on (B)(6) 2026 for approximately three weeks. Following the third procedure, the patient continued to experience residual pain and swelling; however, symptoms had not worsened. No additional procedures were anticipated at the time of reporting. All three procedures were performed by the same surgeon at the same facility.